Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an avx catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the fistula in the arm. Aspiration was initiated inside the body. During the first pass, a check saline supply error message displayed. The catheter was removed from the patient and re-primed. However, the error persisted when the tried it again. Another of the same device was used to complete the procedure without incident. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the fistula in the arm. Aspiration was initiated inside the body. During the first pass, a check saline supply error message displayed. The catheter was removed from the patient and re-primed. However, the error persisted when the tried it again. Another of the same device was used to complete the procedure without incident. There were no patient complications and the patient was fine.